Event description:
Customer reported IV tubing for an epoch infusion leaked and spilled a large amount of the medication. Epoch is combo chemotherapy consisting of etoposide, prednisone, oncovin, cyclophosphamide and hydroxydaunorubicin. Chemo spill clean up was initiated. No patient or staff harm. The location of the leak on the set was not provided. No further patient or event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because the set had been discarded by the customer and will not be returned. The root cause of this failure could not be identified.